Manufacturer narrative:
Covidien technical support engineer (tse) troubleshot the issue with the customer over the phone. The tse suggested replacing the gui central processing unit (cpu) and the backlight inverter printed circuit board (pcb). Covidien was not authorized to service device. Covidien ref: (B)(4).

Event description:
A report was received from the USA with info stating that an 840 ventilator had erratic graphical user interface (gui) display. The device was not being used on a pt when event occurred. The date of the event was not reported.